Event description:
Complainant alleged that when powered on, the device displayed, "pacer disabled", "defib disabled", "system fault 36", "system fault 37" and "paddle fault" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis for reports of this type has not identified an increase in trend.